Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the left ventricular (lv) lead was failed to pace. The lv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.